Manufacturer narrative:
E1: NAME: (B)(6). COUNTRY: UNITED STATES OF AMERICA. STREET: (B)(6). CITY: (B)(6). STATE: (B)(6). ZIP CODE: (B)(6). BASED ON THE AVAILABLE INFORMATION, THIS EVENT IS DEEMED TO BE A SERIOUS INJURY. REQUEST WAS PERFORMED FOR ADDITIONAL INFORMATION INCLUDING LOT NUMBER; HOWEVER, LOT NUMBER WAS NOT PROVIDED. A COMPLAINT INVESTIGATION WAS INITIATED UNDER COMPLAINT INVESTIGATION. UNFORTUNATELY, NO SPECIFIC LOT NUMBER WAS IDENTIFIED, WHICH LIMITS THE ABILITY TO TRACE OR ANALYZE A PARTICULAR ITEM. TO DATE NO ADDITIONAL INFORMATION HAS BEEN RECEIVED. SHOULD ADDITIONAL INFORMATION BECOME AVAILABLE, A FOLLOW-UP REPORT WILL BE SUBMITTED. FDA REGISTRATION NUMBER REPORTING SITE: 8021545. MANUFACTURING SITE:3003442380.

Event description:
IT WAS REPORTED THAT PATIENT FACED HIGH BLOOD GLUCOSE LEVEL EVENT ON (B)(6) 2026 AND TREATED WITH CORRECTION BOLUS.

Event description:
To date, additional patient or event details were received which have been added in H11 (Addl Mfg narrative).

Manufacturer narrative:
Additional information: This Electronic Medical Device Report (eMDR) is being submitted to include the below: E: Complaint Country.H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions.H11: Investigation summary.Complaint Investigation Results:Upon review of the event description and assigned malfunction code No malfunction based on complaint information, it has been determined that the complaint does not allege a product malfunction has occurred. Additional information was requested; however, a lot number was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed.Therefore, no additional investigation activities were required.Corrective and Preventive Action (CAPA) Determination - Conclusion:Based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per Work Instruction (WI) (Monthly TRIPS and Alerts).Complaint unconfirmed:Following investigation, the reported failure could not be confirmed for this complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 3003442380.